Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure, the device was heating up. It was reported that during testing conducted at the manufacturer facility the device exhibited run on/no brakes. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.